Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing discomfort at the pocket site. Surgical intervention took place on (B)(6) 2023 where the ipg pocket site was relocated. Therapy was restored post operatively.